Manufacturer narrative:
Received one device. Customer issue was confirmed. Visual test was performed, downstream occlusion sensor (dso) needs to be recalibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump alarms "cassette not connected correctly. Reinsert cassette", usually when putting the cassette in. The same error occurred when trying different cassettes. The issue was discovered before patient use, when the pump was being prepared and was about to start. There was no patient involvement.